Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.0 mm icm120v4 12.0 implantable collamer lens, -13.0 diopter in to the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2016 due to lens opacity. The patient received phaco-emulsification (cataract surgery), and an iol was implanted.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the lens with no visible damge and dimensional inspection found the lens to be within specifications. Work order search: no similar complaints were reported for units within the same lot. Correctional data: (B)(4).